Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with missing right plunger case and square shaft and cracked on the right front corner of the bottom case and left plunger case. Event history log review was performed and found no evidence of reported problem. Visual inspection, power up process, check and test force sensor were performed. The customer's reported problem was confirmed. According to the investigation, the pump force sensor test error was found at power up and unable to calibrate the force sensor due to missing right plunger case and square shaft. The reported issue was caused by missing right plunger case and square shaft. Service's replaced the pump left plunger case and bottom case due to physical damage. Replaced right and left clutches and lead screw due to check clutch greased calibrated and ran all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 3500 pump, the pump failed force sensor test and back cover was missing from the plunger handle. It was reported that there was no patient involvement.